Manufacturer narrative:
On (B)(4) 2008, the field service engineer cleaned the flow cell and performed a complete optical alignment. The fse ran 10 samples on both lh750 analyzers and obtained consistent results. The analyzer was verified within specs. Root cause may be sample related. Raw data analysis was performed and demonstrated that the events in the reticulocyte region showed a higher density closer to the mature red blood cell (rbc) population. This could indicate a system ghosting issue because un-ghosted rbc can fall in the reticulocyte region. The pattern matches a normal sample pattern and no flag was generated. The reruns of the same specimen did not demonstrate un-ghosted rbcs in reticulocyte region. For the reruns, a 0% reticulocyte was reported. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high reticulocyte% test results of 1.35% for a specific pt sample when using the coulter lh 750 hematology analyzer on (B)(6) 2008. There were no instrument generated flags for the reticulocyte test result. The test results were determined to be erroneous when compared to another analyzer and manual reticulocyte count of 0.0%. The erroneous test results were reported out of the laboratory. A corrected report was issued. No reports of death or serious injury, and no effect to pt treatment as a result of this event.